Event description:
On (B)(6) 2010, a doctor reported to attachments international, inc. That a branemark sa tapered slot screw had fractured. This is the second of two reports.

Manufacturer narrative:
The doctor reported that two branemark sa tapered slot screws had fractured. The fractures were discovered when the patient's partial became loose. The doctor was unable to retrieve the broken screws at the time of the patient's visit, therefore the patient is scheduled to return to the doctor's office to have the remaining portion of the fractured screws removed, which the doctor intends to return to attachments international for evaluation. A review of the manufacturing records indicated that there were no deviations in the manufacturing process and the screws met product specifications.